Event description:
It was reported that during a percutaneous interventional (pci) procedure withdrawal difficulties occurred. The unspecified target lesion was located in the "femorali's". A express-vascular ld, pmtd 8.0x30x135cm was implanted to treat the target lesion. The stent was considered to be fully deployed. During withdrawal of the stent delivery system (sds), the sds could not be removed and had to be removed together with the unknown introducer sheath. The stent remained implanted. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)